Event description:
It was reported that the insulin pump had blank display. Customer reinserted the battery but got failed battery test alarm. Customer received new battery cap and no other damage noted. Customer's blood glucose was 170 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted during testing. No damage on the lcd isolation tape noted. The insulin pump had cracked case at display window corners.